Event description:
It was reported, that: the patient underwent a revision of left knee due to unknown reasons, approximately two (2) years post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: oxf anat brg lt x-sm sz 5 PMA item# 159792 lot# 298510. Oxf twin-peg cmntd fem xs PMA item# 161467 lot# 778210. Oxford resection 3pk hall hub item# 506078 lot# 778210. Oxf uni fm/cm tb/uni item# 98-b002-006-01 lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00345, 3002806535 - 2022 - 00346.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.